Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, no damages were found with the marksman hub. No bends or kinks were found with the marksman catheter body; however, the marksman distal marker/tip was found flattened. The marksman catheter was flushed, water exited from the distal tip. No leaks, punctures or ruptures were found with the marksman catheter. No other anomalies were observed. Based on the device analysis and reported information, no leaks, punctures or ruptures were found with the marksman catheter. The marksman catheter was found flattened; however, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was a leak from the side of the distal tip of the medtronic microcatheter. Prior to the event, the asahi guidewire and medtronic microcatheter were advanced to the lesion. Once the devices reached the m1 segment, the physician felt the guidewire was protruding out from the side of the tip of the medtronic microcatheter. The asahi guidewire was removed and replaced with a trevo guidewire. When the trevo guidewire was delivered through the same medtronic microcatheter, it was noted that ¿there was a feeling that the device was released from the side of the tip of the medtronic microcatheter. No patient injury was reported as a result of the event. The patient was undergoing mechanical thrombectomy for an acute cerebral infarction in the m1 segment of the middle cerebral artery. The access vessel was 3mm to 4mm in diameter. It was unknown where was the leak in the catheter. Trevo was deployed from medtronic microcatheter, and it was dragged into penumbra and recanalization was achieved and the procedure was finished. Ancillary devices: trevo xp 4 x 30 guidewire, asahi guidewire, unknown guide catheter and sheath.